Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, not all clips were fired. It was stated that the item showed ¿0¿ clips but not all was used.